Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an alleged product issue with the affinity nt oxygenator involving concerns about oxygen and co2 (carbon dioxide) retention during use. The perfusionist noted that, despite using a fraction of inspired oxygen at 90%, the oxygen level remained just within the biological reference range. There was concern that if the patient's case was delayed, another oxygenator might be needed, as the affinity oxygenator was not expected to function adequately in that scenario. The patient's arterial temperature was 37. The patient's ph was at 7.308 and their cthb (total hemoglobin concentration) was at 10.2g/dl which was below the reference range at 10.43am. The pco2 (partial pressure of carbon dioxide) was above the reference range (52.4mmhg) at 10.43am. Their pco2 and po2 (partial pressure of oxygen) was also above the reference range at 10.52am. It was 51.9mmhg and 169mmhg, respectively. Their cthb was 9.3g/dl at 10.52am. The use of the device was unspecified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.